Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). There were no allegations against the device at the time of explant.